Manufacturer narrative:
Outset medical, inc. Field service engineer (fse) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning as intended post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that a patient expired 10 minutes into their dialysis treatment. The clinical staff indicated that patient had many other issues prior to being placed on the tablo console for treatment. The death is believed to be related to the patient's pre-existing conditions and not due to the tablo device. No further information was available.